Event description:
The device was used during a nephrectomy procedure. Reportedly the pouch disengaged from the instrument into the patient's cavity. The surgeon was able to retrieve the pounch without injury to the patient.